Event description:
It was reported that during an anterior lumbar interbody fusion procedure, as the surgeon tightened the screws, the screws stripped and would not seat or tighten the synframe guide rod. The surgeon used another synframe system and completed the procedure. Nothing was broken into the wound, nothing to retrieve. This is report 1 of 3 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the clamping jaws were cracked, with visible deformation on the locking screws. Microscopic investigation showed that the devices were many times over-tightened during use, which led to fatigue breakages of the clamping jaws and deformation of the locking screws. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/13/2011.